Event description:
It was reported thyat the tracheostomy tube inner cannula would not lock. The device was exchanged with a similar unit. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The device was returned, and the evaluation is pending.

Manufacturer narrative:
(B)(4). A sample of a tracheostomy tube was received for evaluation, including one cuffless fenestrated tube, one size 6 inner cannula with integral 15mm twist lock connector (white ), one size 6 cannula with open lumen low profile connector, and one size 6dcp de-cannulation plug. A visual inspection was performed, and it was observed that all the components were assembled properly at the outer cannula, according to drawings. A torque test was performed and the reading was within manufacturer specifications according to process instructions. A dimensional inspection was performed on the 15mm white connector, and the width of both lug pins were measured and these readings were within specifications the length of both lug pins were measured and these readings were within specifications according to drawings. The reported customer failure mode was not verified.